Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a defibrillation lead could not be implanted due to occlusion of the left subclavian vein by the existing right ventricular (rv), right atrial (ra) lead and left ventricular (lv) leads. There was subsequent consideration of removing the lv lead to accommodate a new lead since the lv lead was not in a favorable position; however, no further action was ever taken. The leads remain in use. No further patient complications have been reported as a result of this event.